Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device would not cool during functional verification. It was determined that the device had a failed mixing pump. They stated that they would like a quote for 2000 hour service. System hours were 8500.

Event description:
It was reported that arctic sun device would not cool during functional verification. It was determined that the device had a failed mixing pump. They stated that they would like a quote for 2000 hour service. System hours were 8500.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. Installed test mixing pump to cool. Serviced mixing pump. Performed pm procedure. Serviced circulation pump. Replaced heater, drain valves, manifold o-rings. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device would not cool during functional verification. It was determined that the device had a failed mixing pump. They stated that they would like a quote for 2000 hour service. System hours were 8500.